Event description:
The patient had been upgraded on the transplant list due to the short to shield, power/flow spikes, and suspected thrombus. The patient experienced pump stops on a grounded cable but was asymptomatic with the power/flow spikes. The patient was transplanted on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas) could not confirm the report of a suspected pump clot or driveline wire damage consistent with the patient¿s known short-to-shield issue. Review of the submitted log file confirmed elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. Additionally, a direct correlation between the power elevations and the suspected thrombus could not be conclusively established. The submitted log files collectively contained data and events from (B)(6) 2023 through (B)(6) 2023 through (B)(6) 2023. Elevations in pump power and flow were observed with values up to 9.1 watts and 11.6 liters per minute (lpm), respectively. No other notable events or alarms were captured. The pump appeared to function as intended and operated above the low speed limit for the duration of the files. Additionally, although the patient had a known a short-to-shield issue, no events or alarms related to potential driveline wire damage were observed. The lvas was returned assembled with the driveline severed approximately 0.25¿ from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft had been severed at its hardware which was returned attached to the outlet elbow. No graft material was returned. The sealed outflow graft bend relief was not returned. Upon disassembly of the lvas, visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portion of the dl was conducted, and all wires were found to be electrically intact. Visual inspection of the wires revealed no obvious signs of damage to the wire insulations or the underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. The pump was reassembled and functionally tested under normal operating conditions using a test distal end driveline segment and a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The relevant sections of the device history records and driveline serial number were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, lists potential adverse events, including device thrombosis, that may be associated with the use of heartmate 3 left ventricular assist system. Sections 1 and 6 of the IFU outline indications of pump thrombosis, as well as how to respond to such events. Section 6 of the IFU also provides information regarding anticoagulation therapy and the recommended inr range, as well as suggested anticoagulation modifications. Section 1 of the IFU provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Document fab, heartmate ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies, describes the procedure to be followed to assemble the cable/aft housing assembly. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Related manufacturer's report regarding short to shield: 2916596-2023-00025.

Event description:
It was reported that the patient had recent power and flow elevations. It was also noted that the patient had a known short-to shield. The log file data that was reviewed showed a slightly increasing trend in power and flow with a decrease in average pulsatility index (pi). These readings did not appear to be a result of any equipment malfunction and were most likely a result of the patients clinical condition. It was later reported that additional power and flow elevations were captured on (B)(6) 2023 and further increases of power and flow were noted between (B)(6) 2023 and (B)(6) 2023. No specific cause of the elevated pump power and flow was identified. The patient was asymptomatic during the events but was placed on high dose heparin. It was also reported that the patient was to undergo a heart transplant procedure that fell through on (B)(6) 2023.